Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported via phone by the sales rep that at the end of a shoulder procedure, as the doctor was just cleaning up the area, the customer's fms connect vue cable stopped working. No patient consequences since it was the end of the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visually, the device seemed to be in good condition. The protective cap for the cable was missing from the device. Possible root cause for the missing cap could be from improper device maintenance. Via functionality testing of the interface cable, the device was connected to a fms duo pump. The default settings were present on the pump, the blue indicator light was shown indicating the interface cable was recognized by the test pump and was receiving power. A test shaver handpiece was wired through the interface cable. When the shaver was activated/powered on, instantaneously the blue indicator light was flashing on the device indicating the interface cable did recognize the current going through the test shaver, however the device did not activate the pinch valve on the pump therefore, confirming this complaint as the interface cable did not read the test shaver properly. The interface cable initially functioned for the user but abruptly stopped working at the end of the procedure. Possible root cause for this type of failure could be a faulty/failing internal components. Excessive sterilization could cause this type of internal component failure to occur over time however, a specific root cause cannot be determined. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on january 24, 207. Expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. Furthermore, a review into the depuy mitek complaints system no similar complaints of any type for this sterilized device. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).